Event description:
Pt had left hip arthroscopy, complete synovectomy and labral debridement. Using an smith & nephew chisel to ablate the tissue, her cartilage was pristine on the acetabulum as well as on her femoral head. Procedure was completed. Pt came in for follow-up exam in 2005 and complained of left hip pain. Five days later, follow-up exam and MRI shows significant soft tissue edema signifying muscle strain of her abductors. The surgeon did not see a re-tear of the labrum. Less than two months later, under fluoro, found the wire in her gluteal muscle. A small 2 cm incision was made and the wire was pulled out without difficulty.

Manufacturer narrative:
This incident occurred in 2005, and therefore no product is being returned for evaluation.